Event description:
Discordant, falsely low chloride results were obtained on one patient sample on an advia 2400 instrument upon repeat testing. The discordant results were not reported to the physician(s). The sample resulted as expected on initial run and was repeated in duplicate on the same instrument, resulting lower. The sample was also repeated on an alternate analyzer, and the result matched that of the initial. It is unknown if the repeat chloride result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low chloride result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse dismounted the ion selective electrode (ise), cleaned the cell pot and adjusted its volume. The fse replaced the ise buffer and drain valves and performed ise mixer motor check. The cause of the discordant, falsely low chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.